Event description:
This pt sustained a 7% tbsa partial-thickness burn on the chest and abdomen and the debrided wounds were covered by transcyte on 03/24/2000. On 3/25 and 3/26 the transcyte was adherent and those attending the pt did not remark any problems with the wounds. The pt had high fevers and inflamed tympanic membrane consistent with otitis media and was prescribed amoxil on 3/25. On 3/26 there was a rash that was thought to perhaps be a reaction to amoxil. By monday morning, 3/27, when dr was called to see the pt, the pt had persistent fevers, nausea, diarrhea, and was lethargic. The clinical picture to dr appeared to be septic shock. The wound bed had dark discoloration (but no frank bleeding) and a deep violaceous color suggestive of invasive burn wound sepsis. There was not much drainage, nor was there a pseudomonas smell or green color. A stool culture showed yeast so diflucan (fluconazole) was administered. The wound was cultured, the amoxil was stopped, and empiric broad spectrum antibiotic coverage was instituted: aztreonam (azactam), piperacillin, and ancef (cefazolin). The wound culture grew a sensitive staph aureus, but the adjacent skin biopsy was not infected. The pt also had a severe coagulopathy with a platelet count of 12,000. The transcyte was removed and the entire wound bed excised and allograft was placed. The allograft was subsequently removed in order to remove blood clots and a meshed allograft was applied. The initial diagnosis was invasive burn wound sepsis. The pt remained very sick and experienced complications of renal failure, respiratory failure and acidosis. On 4/2 pt developed an extensive erythroderma and then had desquamation of epithelium over much of the body. Sputum, bronchial lavage, and blood cultures all grew a mrsa which was a different organism from that initially cultured from the wound. The pt developed a leukopenia (wbc 1900). The physicians think pt may have had a subtle immune deficiency. The clinical picture, as assessed by dr and the infectious disease consultant, was consistent with a revised diagnosis of toxic shock syndrome. On 4/3 pt was transferred to hosp. Pt is gradually improving, the renal failure has improved and pt no longer needs pressors to support circulation. Pt remains quite ill, however. Dr noted that toxic shock syndrome associated with use of biobrane (biobrane is a component of transcyte) was reported in 1994 (weinzweig j gotlieb lf, krizek tj. Burns 1994 apr:20(2):180-1). The authors emphasized that this was not a problem of biobrane, per se, but rather that any occlusive nature of the dressing rather than any other aspect of transcyte. Although it is not possible to definitively judge the relationship, medical opinion is that dr's judgement is reasonable.